Event description:
Pt had a new mynx closure device inserted after ptci procedure. Pt later developed a large tomato size hematoma post procedure, manual pressure was held to site and hematoma was pressed out.